Event description:
It was reported that a patient underwent a laparoscopic incisional hernia on (B)(6) 2013 and absorbable straps were used to fixate the mesh to the abdominal wall. On post-operative day one, the patient complained of pain and was taken back to the or. During the procedure it was noted that there was a hole in the bowel. One of the staples had one leg in the abdominal wall and one leg was exposed. The surgeon was able to repair the bowel. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.